Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. This event appears to have been caused by the user's failure to follow the products instruction for use (IFU). The IFU warnings section states "do not cannulate or puncture the gore viabahn endoprosthesis with heparin bioactive surface. Cannulating or puncturing the endoprosthesis may result in damage to the eptfe lining and / or the external nitinol support, resulting in compromised performance or failure of the endoprosthesis." Corrective data: attempt(s) to acquire information required for this form were made by wl gore and associates. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.

Event description:
During an abdominal aortic aneurysm (aaa) repair procedure, three gore viabahn devices were placed to control bleeding of a ruptured left common external iliac artery that occurred after balloon dilation. The third viabahn was removed after continued bleeding at the site of the rupture and a vascular graft was anastomosed end to end with the second viabahn device. A left retroperitoneal conduit approach was then used to repair the aaa. The distal end of the vascular graft was anastomosed to the sfa and the profunda artery with good flow to these vessels. Later that day, the patient returned to the or for a retroperitoneal hemorrhage. The source of the hemorrhage was from two suture needle holes in the viabahn device. Despite suturing, the bleeding remained and a vascular graft then was used as an external wrap with success. The patient was transported to ICU in improved but critical condition.